Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 400+ mg/dl. Customer also reported that the insulin pump alarmed no delivery. No significant events leading to the alarms were observed. Customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump had no motor error alarm or no excessive no delivery alarm during testing. The insulin pump was received with normal operating currents. Also passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.